Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h1; h2, h6. H6 suggested component code: mechanical (g04), rasp. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of lot number. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach was damaged during cleaning. It had a sharp edge and that was why it was disposed of. The tech that was working in decontamination does not remember the piece being broken when it came through after the case; it probably caught on something in the wash and was broken in there. Attempts have been made and additional information on the reported event is unavailable at this time.